Manufacturer narrative:
This is our combined initial and final report for this incident.

Event description:
The customer complained that two patient samples yielded false positive reactions with biotestcell a1 of biotestcell a1&b. The customer has returned the supposedly defective product for quality control but not the patient samples that had caused the false positives. Our quality control laboratory re-tested the supposedly defective product with different samples of several blood groups. All samples reacted correctly positive and negative. We did not observe any false positive reactions. During a visual control of the supposedly defective product we observed crystals which might have confused the customer during evaluating her test results. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We have no further complaints related to this subject matter. Due to the fact that sometimes reagent red blood cells might contain crystals a CAPA was initiated.